Event description:
It was reported that during a hip joint glenoid labrum repair, the osteoraptor anchor broke. All the broken pieces were retrieved from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The patient's current status is good.

Manufacturer narrative:
H2: additional information in a1, a2, a3, b7, d9 and h3. Correction in b5, e1 (initial reporter name and last name) and h6 (health effect - impact code).

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the suture strings and no anchor fragments. There is biological debris on the insertion device and suture strings. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a hip joint glenoid labrum repair, the osteoraptor anchor broke. It is unknown whether the device was inside or outside the patient when the issue occurred. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).